Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) and valve malposition requiring intervention are potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien 3 valve too aortic has the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a device malfunction contributed to this adverse event. As reported, improper positioning prior to deployment likely resulted in the valve being deployed slightly high on the left cusp. In addition, inaccurate measurement of the native valve annulus and of unevenly distributed bulky calcification on the native leaflets were likely contributing factors for the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 23mm sapien 3 valve in the aortic position by transfemoral approach with 1cc of additional inflation volume, the valve landed slightly high on the left cusp and mild to moderate paravalvular leak (pvl) was noted. The valve was post dilated with 1cc of additional inflation volume, however, moderate pvl remained from anterior and posterior. A second 23mm sapien 3 valve was deployed in a slightly more ventricular position than the first valve. The valve landed in a good position, but moderate pvl remained. The pvl was between the outer valve frame and the annulus. The patient remained stable throughout the procedure. Re-evaluation of the pvl one day post procedure showed it was slightly reduced. The patient tolerated the moderate pvl due to a previous condition. At last report the patient was doing fine and has been discharged. The patient will follow up to assess remaining pvl. The patient¿s native annulus measured 404-438mm2 by CT and had a large amount of unevenly distributed bulky calcification on the leaflets. The marker was positioned a little too high with respect to the annulus, resulting in the valve being deployed slightly high on the left cusp. The cause for the pvl was thought to be from the higher position on the left cusp. However, the post valve in valve echo showed anterior and posterior pvl and confirmed that both valves were undersized. The CT was reviewed and it was evident that they should have implanted a 26mm sapien 3 valve, not a 23mm sapien 3 valve.